Event description:
It was reported that the patient experienced atrial fibrillation. The ventricular lead had dislodged and was revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.